Manufacturer narrative:
Concomitant medical devices: 3830 , implanted (B)(6) 2005; 5071 lead implanted (B)(6) 2005; 6949 lead, implanted (B)(6) 2005.

Event description:
It was reported that right ventricular (rv) lead thresholds had increased to a high range. Thresholds on the left ventricular (lv) lead were also reported to be increasing. Both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.